Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon ruptured. The 99% stenosed lesion was moderately calcified and tortuous in the proximal left anterior descending artery. On the first inflation, the 3.0x15mm quantum maverick monorail balloon was inflated to its rated burst pressure. On the second inflation, the balloon was inflated for a few seconds and the balloon ruptured at 10 atms. The balloon was visible under fluoroscopy. The balloon was removed intact. Pt status is listed as good with no pt complications reported.